Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the vaginal cuff during a total laparoscopic hysterectomy, the needle came off of suture and was embedded in the patient. And instead of removing the needle, the doctor decided to leave it in the patient's tissue. They replaced with new item to resolve the issue.